Event description:
I had a st jude's medical eon mini spinal cord stimulator (scs) with two percutaneous leads implanted on (B)(6) 2014 at (B)(6) medical center in (B)(6). The problem is the scs is quickly losing efficacy relating to how long it lasts before I'm required to recharge. It is not even lasting 48 hours, and I am not running it at the highest levels of stimulation. St jude's literature states at high settings there should be 6 days between necessary recharges. It is taking me 4 hours to get a complete recharge and the area of my implant is constantly sore. St jude's literature states the eon mini will last 10 yrs at high settings before needing to be replaced. It appears to me this scs I have implanted - model #3851 is quickly losing its functioning capability. This seeming inability of the st jude's eon mini to hold a charge is deteriorating. At times I need to increase the settings of the scs to provide adequate stimulation. As I increase stimulation, the unit just uses more "juice" and the battery depletes quicker. Very soon, I envision the scs not lasting a day between necessary recharges. This is unacceptable.